Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
In late 2008, the pt was treated for a contained abdominal aortic aneurysm rupture, using a gore excluder aaa endoprostheses. The physician had difficulty cannulating the controlateral gate, the aneurysm ruptured during the procedure, and the pt experienced hypotension. The pt was converted to open repair. The device was explanted and discarded at the facility. The pt tolerated the procedure. Films are not available for evaluation.